Event description:
It was reported that the radio frequency (rf) head had a bad cable and worked intermittently. It was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the cable was out of electrical specification and intermittently would not interrogate. It was also noted that the top lens cover was cracked.